Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty connector latch. However, the specific cause of the faulty connector latch was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found worn out video connector latch causing unstable image when manipulating the pigtail. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the locking mechanism of the visera elite video system center is not staying put and there is flickering. The issue was found during a cystology/urology procedure. The procedure was completed in spite of the presented problems and subsequent procedures were completed using a similar device. There were no reports of patient harm.